Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family member reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 458 mg/dl at the time of incident. The customer was declined troubleshooting for high blood glucose level. Customer reported that insulin pump had blank display. Display was returned after restart. It was unknown that if the insulin pump was in auto mode at the time of the incident. It was reported that insulin pump had error and customer was able to clear and rewind the insulin pump. Customer stated that the alarm occurred immediately after a battery change. The insulin pump will not be returned for analysis.